Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that there was a problem regarding incorrect calibration/referencing. There was inaccurate navigation information. The registration was not correct for the case. At the end of registration, the trace was not on the skin, but outside. There was an error some millimeters on the sagittal display. The procedure was a functional endoscopic sinus surgery (fess). There was a 20 minute long surgical delay. No known impact to patient outcome.

Manufacturer narrative:
H3) the system was serviced in the field. In summary, a manufacturer representative went to site to service the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, and d14 are applicable for the system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.